Event description:
The pump was returned for investigation. Investigation revealed that the display was dim/faded and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim/faded and discolored. Evaluation also revealed that the display lens was heavily scratched. (B)(6).